Manufacturer narrative:
The device was returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external visual inspection was performed and no issues were noted. The device passed all functional tests. The device met product specifications for the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice displayed an electric shock - line voltage message. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.